Event description:
Customer reported that he believed the insulin pump was malfunctioning. Customer reported being hospitalized due to a low blood glucose level which he believed was a result of insulin overdelivery. Blood glucose level at the time of admission was 120 mg/dl. Customer reported having an accelerated heartbeat, being weak, nauseous and sweating and shaking. Customer reported having low blood glucose levels ranging from 79 mg/dl to 90 mg/dl near the time of the call. Customer also reported receiving a no delivery alarm on the insulin pump. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The device passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" alarm noted. The unit had cracked reservoir tube lip.

Manufacturer narrative:
Additional information has been provided that was not provided with the initial report. The additional information has been included with this report. The insulin pump passed volume accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.